Event description:
It was reported that a residual volume of 50 ml was left in the bag (500 ml) following an infusion that was ran on (B)(6) 2020. The cadd solis vip was infusing at a rate of 161 ml. No patient injury or complications were reported in relation to this event.